Event description:
During a routine device exchange, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to lead damage, however, no intervention was performed. The patient was stable.